Event description:
Article: comparison of novel intramedullary nailing with mini-invasive plating in surgical fixation of displaces midshaft clavicle fractures; zehir, sinan; zehir, regayip; sahin, ercan; calbiyik, murat; arch orthop trauma surg doi 10.1007/s00402-014-2142-1. Case 1: patient's broken clavicle was treated by implanting an acumed locking midshaft clavicle plate. Patient experienced plate slightly eluded from the bone due to screw loosening post op.